Event description:
Customer reported that the alarm is not in working condition. Customer did not provide a date when the issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned unit found a note stating "defective does not sound". The note was confirmed. The green led power indicator light flickers at regular intervals, but the unit does not sound when there is no sensor plugged-into the sensor receptacle (failsafe mode). There is battery leakage/corrosion inside the battery compartment. (B)(4).